Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06905, related manufacturer reference number: 2017865-2020-06906. It was reported that a few days after pacemaker system implant, the left pectoral pocket area got infected. The device and leads were explanted and replaced. The patient was in stable condition.